Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right femoral vein was attempted using a proglide device via 6fr sheath after an interventional procedure. Reportedly, after applying the proglide device, the knot came out of the patient anatomy and hemostasis was not achieved. Manual arterial compression was applied to achieve hemostasis. A femoral angiogram was not performed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Visual inspections was performed on the returned device. The reported failure to deploy the suture was not tested due to key components missing. Reportedly, a femoral imaging was not performed. It should be noted that the deployment sequence in the perclose proglide instructions for use (IFU), states: perform a femoral angiogram to verify the location of the puncture site. It is unknown if the reported violation of the IFU contributed to the reported difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. Lot#, expiration date manufacturing date.